Event description:
It was reported that the arctic sun device would not fill upon arrival. A check of the diagnostics showed that the circulation pump would only generate -0.3 psi during filling. They discussed the circulation pump had failed and this would be replaced as a service obf. Assess or service returned loaner equipment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill upon arrival. A check of the diagnostics showed that the circulation pump would only generate -0.3 psi during filling. They discussed the circulation pump had failed and this would be replaced as a service obf. Assess or service returned loaner equipment. As per biomed tech via email on 04may2023, it was reported that they sent the device with s/n (B)(6). The device had over 2000 hours and need a pump replacement due to low flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit filling was slow. Unit was primed to fill during decon. Circulation pump head was replaced. Coin cell battery was replaced due to age. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.